Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that her pump had moved from location. She was referred to go see the healthcare professional (hcp) and due to the fact that the different hcp would be seeing her for the appointment, the patient refused to keep her appointment with the hcp's office. The rep was not aware of any factors contributing to the issue being reported. Patient was seen at a follow up appointment and at the hcp's office that the pump had moved. X-ray under fluoro was taken and movement of pump location could not be determined. X-rays were taken and patient was referred to a hcp to fix pump location. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the reason for the pump movement had not been determined. Patient had not seen the hcp as of this date so the issue still remained. No further complications were reported.